Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "reverse shoulder arthroplasty is superior to plate fixation at 2 years for displaced proximal humeral fractures in the elderly" written by alexander nilsskog fraser, md, jonas bjordal, md, tone mehlum wagle, pt, anna cecilia karlberg, md, odd arve lien, md, lars eilertsen, md, konrad mader, md, phd, hilde apold, md, phd, leif borge larsen, md, jan erik madsen, md, phd, and tore fjalestad, md, phd published by the journal of bone and joint surgery 2020 was reviewed. The article's purpose was to compare results of reverse tsa with orif using angular stable plate fixation to determine which procedure had better clinical results. Data was compiled from patients who were 65 to 85 years between january 1, 2013 and june 1, 2017. Those in the reverse tsa group received depuy implants or non depuy implants. Cement manufacturer was not identified. This complaint captures the adverse events related to the reverse tsa group. The article does not specific which manufacturer name is associated with the adverse events. Depuy products: delta extend reverse shoulder construct. Adverse events: nerve injury. Deep wound infection. Periprosthetic humeral fracture (treated intraoperatively). Revision surgery to treat the adverse events.